Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-00130. It was reported the pt experienced heating at the ipg pocket while recharging. In an effort to resolve this matter, a low energy charging system was shipped to the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory, and the device model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.